Event description:
Procedure was completed, however, its unknown what device was used to complete it. There was no delay in the procedure. No additional details could be obtained.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not replicated, however, the 433 error was found in the error log. The device evaluation found scratches and dings on the top cover and minor scratches, dips and chips on the front panel. It was recommended to update the software. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the e433 could be a result of the following: the user activates the foot switch while the generator is booting, faulty foot switch, defective cable connection between hvps board and generator board, defective hvps board, defective generator board, or defective motherboard. The generator boards with error e433 found a destroyed transformer tr1 to be the cause. The subject device within this report was manufactured prior to a design change that was implemented to prevent reoccurrence. Follow up with the user facility is currently being performed. A supplemental report will be submitted upon if any additional information is provided by the user facility. Olympus will continue to monitor field performance for this device.

Event description:
The customer¿s olympus sales representative reported to olympus, there was an e433 error on the hf unit "esg-400" during an unknown therapeutic procedure. There were no reports of patient harm associated with this event.